Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for chronic back pain. It was reported that the patient was incarcerated and when released, they went to see the healthcare provider (hcp) about getting the pump refilled. The hcp told the patient that he did not want to see them and to leave their office. The patient was referred to another pain management doctor, but they could not see the patient because they didn¿t have ID. The patient went to see other doctors, but they don¿t do pumps. The patient suffered a great deal of pain and other problems. The patient had no one to maintain the pump and the pump was supposed to be replaced in (B)(6) 2015. The patient felt helpless and in great danger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.